Event description:
At the time of the incident one radiographer was rotating the gantry at the same time a second radiographer was attempting to change an accessory on the shadow tray which is attached to the radiation head of the sl75-5. Both items fell onto the pt's mask, before hitting their shoulder and falling to the floor. The pt was reported to have been "lightly injured" on the forehead.